Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the root cause is undeterminable.

Event description:
During a cto procedure and the wire shaved off in the anterior tibial artery. The physician left the wire in the patient. Pt stable post procedure. There is no plan to remove the wire at this time. It is lodged in cto of the distal anterior tibial artery with no flow. The wired sheared off after access as the wire was being withdrawn from the vessel. Pt ultimately had atherectomy and balloon dilatation of the posterior tibial artery.